Manufacturer narrative:
(B)(4) / initial 5 of 5. Imdrf clinical signs: taken e010701 as code e0207 is not available in database to capture for usage problem identified. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized due to hyperglycemia event on (B)(6) 2026. The blood glucose level was 500 mg/dl and the patient was treated with four bags of intravenous fluids and insulin. The length of hospitalization is more than twenty-fours. Patient report five infusion set issues due to scarred tissue hardened tissue or stretch marks. The insertion site was abdomen. Patient experienced delirium and vomiting. Patient found positive for ketones and levels found diabetic ketoacidosis. The infusion set was in use for one day.